Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center it was noted that the lcd needs to be replaced. Additional findings not related to the malfunction/issue include a preventative maintenance required and missing rubber feet. Additionally, a "circuit check" error was resolved by reconnecting tubing, and an error indicating the internal battery which was depleted was corrected by charging.

Manufacturer narrative:
H3 other text : device evaluated at a third-party service center.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center it was noted that the lcd needs to be replaced. Additional findings not related to the malfunction/issue include a preventative maintenance required and missing rubber feet. Additionally, a "circuit check" error was resolved by reconnecting tubing, and an error indicating the internal battery which was depleted was corrected by charging. The device error code was incorrectly reported and has been changed to reflect the correct code for the issue with the device's screen.